Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due to continuous glucose monitor (cgm) values not populating. Customer addressed bg level via correction bolus via pump. The customer continued to use the pump for insulin therapy.